Manufacturer narrative:
During investigation, it was found that: the fault was confirmed (serial number: (B)(6)) to be a component fault. The fault was confirmed (serial number: (B)(6)) to be a component fault. The fault was confirmed (serial number: (B)(6)) to be a component fault. The fault was not able to be reproduced (serial number: (B)(6)). In all cases, the root cause was not able to be established.

Event description:
User reported issues related to device sensing problems using sensors. Incorrect measurement or failure to detect gross emboli is considered a reportable event. There was no patient harm as a result of these malfunctions.